Event description:
It was reported, the pt lost stimulation and was unable to establish communication between his ipg and external devices. Replacement programmers, and charging systems were unable to resolve the issue. The pt stated he could not recall when stimulation had stopped, and he last charged his ipg a few months ago. It was reported the pt used stimulation continuously but typically recharged every few months. It was reported surgical intervention will likely take place to resolve the issue.

Manufacturer narrative:
Correction/removal reporting#: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.